Event description:
During implant, the impedance and threshold were high and out of range. The lead was replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned and visual inspection found the helix was clogged with blood-like substance. Electrical testing found no indication of conductor fractures or internal shorts. After cleaning, the helix was able to extend and retract. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported high impedance and inappropriate capture could not be conclusively determined.